Event description:
It was reported, the nephro videoscope had scope blown due to pressure cap (ethylene oxide)not being attached properly. The issue occurred during reprocessing for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the information provided for the investigation, the event was confirmed, however; a probable cause was not identified and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.